Event description:
It was reported that the programmer was unable to turn on even with a new, working power cord and additionally that its radiofrequency (rf) programmer head did not work. The programmer was returned for service, however, no rf head was returned with it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the programmer did not power up and therefore the link electronic module printed circuit board assembly was replaced and calibrated. The hard drive was also reconfigured and the software reloaded. (B)(4).